Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No nonconformities were found during review of the manufacturing records. It was reported that a leak occurred during priming, at the seam between the oxygenator and arterial luer lock port. A photo was provided showing a leak at the luer lock connection to the recirculation port. A defect at the inner conus of the luer lock adapter which is connected to the port of the oxygenator was identified as the cause, and this is a known error pattern. However, the defect could not be verified by an examination of the product. As the damaged component is a purchased part, the manufacturer has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.

Event description:
During the priming of an xlung kit 230, the user noticed a leak at the seam between the oxygenator and the arterial luer lock port. A photo was provided for review. Upon follow-up, it was confirmed that there were no defects observed at the location of the leak. Additionally, there were no alarms while the leak was occurring. To resolve the reported issue, the xlung kit was exchanged with a new one. It was confirmed there were no delayed or missed treatments due to the reported problem. The sample was not available to be returned for evaluation.